Manufacturer narrative:
The cause of the reported issues was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the non-tandem cannula became kinked, and multiple infusion sites "fell off". Reportedly, the customer experienced an elevated blood glucose (bg) level of 385 mg/dl. To address the bg level, the customer changed the site and resumed insulin delivery. Although multiple attempts were made by tandem technical support to obtain infusion set information; no additional information regarding this event was provided.